Event description:
On (B)(6) 2022, rcp noted a leak and was unable to keep cuff inflated. Patient was re-intubated with a new 7.5 ett. Investigation performed on ett. Ett was submerged into water and cuff was inflated with 10cc syringe. Air leak from pilot balloon noted. FDA safety report ID # (B)(4).